Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 435 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was a crack on the insulin pump caused by every day wear and tear. The customer sent the insulin pump back for analysis.